Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. However, analysis of the returned device revealed that the suture loop remained in the suture bearing, which would have resulted in the whole suture containing the knot being removed along with the device, and could appear similar to the reported suture with knot coming out of the device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery using a proglide device with a 6f sheath after an interventional stenting procedure in the superficial femoral artery (sfa). Reportedly, when the plunger was retracted the suture with knot "came out" of the device. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician reported to be trained in the use of the proglide device. No additional information was provided.